Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number provided by the reporter was not valid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system t-connector extension set leaked from a tiny hole in the t-connector. The nurse stopped the tpn (total parenteral nutrition), and the PICC (peripherally inserted central catheter) was clamped. The bedside nurse changed the t-connector. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.